Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No further information was available.

Event description:
New information received on november 27, 2024 indicates that the patient was asymptomatic as a result of the event and that programming changes were likely made.